Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) lead exhibited loss of capture at pre-discharge. The physician realized the connection was not secure between these two products and performed a revision procedure. The loss of capture due to a unsecure connection was solved through this intervention procedure. This implantable system remains in service. No adverse patient effects reported.